Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8. Corrected fields:h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation communication error 315. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined, for the communication error 315 the cause is likely traced to a component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope displayed interference in the image. The issue occurred during a maintenance procedure. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). E1 address: (B)(6). The device was returned to olympus for inspection. The customer issue was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error e315. Based on the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.